Event description:
Customer requested an event log review for a pt receiving an infusion of epoprostenol (veletri) as a continuous infusion. The nurse reported the pump alarmed with "air in line" numberous times, user intervened and corrected the alarm issue. When the user followed up after the last time the pump alarmed, user reported "all of the medication had infused into the pt". Medication concentration was veletri 9mm/100 cc normal saline. Intended programming was 60ng/kg/minute. As a result of this event the pt was transferred back to the ICU with complaints of dizziness, hot/cold spells and nausea. Pt was also having hypotensive episodes (B)(4). A dopamine drip was started at 3mcg/kg/minute at 2150 and by 2204 b/p was 123/67. No further episodes of hypotension and the pt was weaned off of dopamine before 0100. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). Conclusion: field left blank - no available code for undetermined or unk cause. The customer's log review for a report of an over infusion of epoprostenol (veletri) and pump alarming for "air in line" was completed. Log review showed the user on (B)(6) 2011 at 7:12 pm restored prior programming parameters to infuse epoprostenol at 9 mg/100 ml with guardtails override exceeded soft limit. There were 10 air in line alarms documented in the log. After the last air in line alarm there were 4 flow stop open alarms lasting between 1 to 5 seconds. No devices were returned for investigation. No malfunction of the device was alleged or believed to have occurred. The root cause for the customer's report of an over infusion is unk.